Manufacturer narrative:
The device was not returned to olympus for evaluation. The fse serviced the processor on-site. The hose kit was replaces to correct for black debris found in the mesh filter and basin. Equipment was repaired and verified according to OEM instructions. Software attributes have been verified and confirmed. Equipment passed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus, black debris was found in the basin and circulation mesh filter of the endoscope reprocessor. Endoscopes/accessories were poorly reprocessed due to foreign objects found in the reprocessing basin after reprocessing. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported black foreign material in the mesh filter could not be identified. The investigation confirmed that the foreign material was generated from the device during reprocessing, however, a root cause of the issue could not be determined, though the hose kit was replaced as a correction for the issue. Olympus will continue to monitor field performance for this device.